Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulator isn't working as well as it was initially. Patient stated this has been going on for probably a month that they haven't felt as good and stated nothing out of the ordinary has happened. Patient reported they called their doctor's office and spoke with a nurse and they were told their doctor would call tomorrow to hopefully make an appointment, but for patient to call patient services also. Reviewed role of patient services and redirected patient to healthcare provider to discuss symptoms. Patient inquired if it is normal for therapy to suddenly stop. Patient stated it had been fine and then this happened suddenly. Patient denied any recent falls/trauma to implant. Patient also reported they noticed therapy was turned off a few days ago (patient stated about 4 days ago) and then they turned it back on at that time. Patient stated they don't know how therapy got turned off. Reviewed general therapy/external devices overview. Patient confirmed they were not near any significant emi that they were aware of. Patient reported when they turned therapy back on they felt a lot of pain in their vagina that was pulsating for a short period of time. Patient confirmed this pain went away. Patient mentioned they had a back massage and stated they didn't have any more massage after that because they were concerned that the massage might go into the area where the implant is in their back. Walked patient through checking therapy status on the call. Patient successfully connected with their implant and confirmed therapy was on at 5.5. Patient increased stimulation on call to 5.8 but stated unable to feel stimulation when increasing. Reviewed stimulation/therapy overview. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor to discuss symptoms/check implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that caller stated that patient charged the implant to 100% on thursday and over the weekend noticed that the stimulation didn't seem right and wasn't working the same way and patient wasn't getting the same relief. Caller asked patient today if they thought the implant was charged and patient said they just charged it thursday and when they went on the handset it said the therapy had been turned off and the internal battery on the stimulator was down in the red zone. Agent reviewed that if the implant gets below 10%, therapy will automatically shut off until patient charges it up and then turns it back on. Caller mentioned that patient was at 5.5 and a few days ago they raised it to 5.7. Pss reviewed charging frequency will change as the patient adjusts stim and may have to charge more often. Agent asked if patient has had any falls or trauma to the area and caller said that the only thing patient said was that they went for a back massage and they massaged near the lead area. The caller stated that the patient has an appointment today with the hcp and were thinking about cancelling it due to the ins being dead. Pss reviewed to charge ins and to monitor battery depletion rate. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.